Manufacturer narrative:
Patient gender and weight were not made available from the site. A medtronic representative, following-up at the site, noted that on the same day, following the reported event, a second procedure was performed with no issues. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Software investigation completed: unable to determine root cause with the information available. It is suspected the user changed instrument which resulted in incorrectly activating back button during navigation. No further subsequent issues have occurred at the site and the system is functioning properly.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the software unexpectedly returned to the registration screen. The surgeon was actively navigating in the sinus when the software moved back to the registration screen. The surgeon opted to continue using navigation to complete the procedure. There was no impact on patient outcome.